Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive ok key) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: confirmed the 'ok' button has no response to button presses. Testing confirmed intermittent responses to button presses on the 'up','down' and 'contrast' buttons. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Corrosion was present under the contacts of all buttons. A leak test was performed before keypad removal and found a display lens leak and a keypad leak. Pump was opened to check for internal moisture damage. There was no visible evidence of moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).